Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure exceeded alarms occurred during two consecutive routine hemodialysis treatments which could not be resolved by the operator. The patient's needle dislodged. Rinseback was not performed due to the amount of air in the line, resulting in an estimated blood loss of 190 cc for each treatment. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms to improper placement of the patient's needles. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the events with the operator. Nxstage medical considers this report closed. No additional information will be provided.